Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient received assistance from their doctor and manufacturer¿s representative and that their concerns were resolved. An appointment of (B)(6), 2013 was noted.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 889-28 lot# va01q9m, implanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with loss of bladder control. The patient had notified their physician. The patient had a uti (urinary tract infection). The patient was requesting contact from a manufacturer's representative. The patient called their physician last week, because they thought they had a uti. Even with the ins on, they were having symptoms of leakage, up more at night. The patient went in for a urine analysis and the office told them to call the manufacturer. A representative called the patient (patient did not have results on uti yet) and helped the patient change to another program. The patient did not have a uti. The patient requested a call back from the representative due to "someaching" in the left butt cheek. The patient called the physician again to notify of aching. The patient went in for another urine analysis on (B)(6) 2013 to see if the patient needed "to be dilated more." The patient now had a uti. The patient was on medications for 3 days. The patient was getting up 4 x/night, "the aching comes with the new setting," and "terrible urgency again." The patient decreased stim one, but could not feel the stim. The patient believed that with a uti the stim needed to be reprogrammed. Additional information received on 2013 (B)(6) noted that the patient switched programs from program 2 to program 3 with her icon patient programmer with direction over the phone on (B)(6) 2013. This reporter had not heard from the patient since (B)(6) 2013.

Event description:
Follow up information received from the healthcare professional (hcp) reported that cause of the event was unknown. It was noted that the patient was seen for reprogramming in (B)(6), 2013 where is was observed that they continued to have issues and eventually the implantable neurostimulator (ins) turned off and still had issues. Hospitalization was not required for the event. If additional information is received, a follow up report will be sent.